Event description:
Per the clinic, the patient experienced a tissue overgrowth on the abutment. Subsequently, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2021. The implanted device remains.

Manufacturer narrative:
This report is submitted on december 8, 2021.